Manufacturer narrative:
As a 10mm x 25mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) was advanced in an 8.5f non-cordis guiding catheter; there was resistance was experienced in the middle of the guiding catheter and the palmaz stent became lodged in the guiding catheter (non-cordis). It could only be retrieved with a goose neck. After a successful retrieval of the palmaz stent, the physician noticed that some meshes were not well ¿applied to the balloon¿. The procedure was successfully completed by using another device. The operator was trained to use the device. The device was opened in a sterile field. It was an elective procedure. The stent appeared normal prior to inserting it into the patient. The access site location was the femoral. A .014 non-cordis wire was used in the procedure. Due the resistance, the physician attempted to remove the stent delivery system. The stent delivery system was stuck in the guiding catheter due to the resistance in the middle of the guiding catheter. When removing the stent delivery system, the stent dislodged from the delivery system and was lodged in the launcher. There were no adverse consequences to the patient. The procedure was successfully completed with the new stent. The hospitalization was not extended as a result of the event. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82211306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - within guiding catheter/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, procedural and/or handling factors may have contributed to the event as resistance was noted upon advancing the delivery system through the guiding catheter. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
Concomitant devices continued: .014 amplatz super stiff (abbott) guidewire the device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The catalog number of the palmaz genesis in the report is not sold in the u.s., but it is similar to other palmaz genesis stents that are sold in the u.s. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, as a 10mm x 25mm palmaz genesis on .035¿ 135cm opta pro over-the-wire (otw) percutaneous transluminal angioplasty (pta) stent delivery system (sds) was advanced in an 8.5f non-cordis guiding catheter; there was resistance was experienced in the middle of the guiding catheter and the palmaz stent became lodged in the guiding catheter (non-cordis). It could only be retrieved with a goose neck. After a successful retrieval of the palmaz stent, the physician noticed that some meshes were not well ¿applied to the balloon¿. The procedure was successfully completed by using another device. The device will not be returned for evaluation because it was discarded. The operator was trained to use the device. The device was opened in a sterile field. It was an elective procedure. The stent appeared normal prior to inserting it into the patient. The access site location was the femoral. A .014 non-cordis wire was used in the procedure. Due the resistance, the physician attempted to remove the stent delivery system. The stent delivery system was stuck in the guiding catheter due to the resistance in the middle of the guiding catheter. When removing the stent delivery system, the stent dislodged from the delivery system and was lodged in the launcher. There were no adverse consequences to the patient. The procedure was successfully completed with the new stent. The hospitalization was not extended as a result of the event. Procedural films are available.